Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 12feb2015. The heartmate ii lvas IFU is currently available. Hemolysis is listed as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. A direct relationship between the device and the reported hemolysis could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. The pump operated above the low speed limit for the duration of the log file. The log file consisted of pi events as well as power cable alarms and low battery advisory alarms which appeared to be associated with routine power exchanges. There were no atypical alarms and the log file appeared to show the system operating as intended. The account reported that the patient experienced non-specific clinical symptoms that could be correlated to hemolysis. Multiple attempts for additional information were requested from the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended international normalized range (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having non-specific clinical symptoms that could be correlated with hemolysis. Log files were sent in for review to get a longer trend in power consumption to evaluate for any concerns related to thrombus. The log file did not capture any unusual events, the pump power and pi were stable throughout the log.